Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
There was difficulty in deflating the balloon for an evercross pta device. Following a successful inflation and treatment in the common iliac artery, the balloon would not deflate completely. The sheath was advanced over the balloon, and once inside the sheath, the balloon deflated. No injury to patient.